Manufacturer narrative:
Additional information: h4, h6, h11. H11: the actual device was not available; however, a photograph of the sample was provided for evaluation. Visual inspection of the photograph identified a separation between the tubing and second y-site clearlink. The reported condition was verified. The cause of the separation could not be determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the tubing of a clearlink system continu-flo solution set separated at the y-site and leaked. The device contained dextrose 5% in water. It was further informed that the leak appeared to occur due to a bond separation between the tubing and an in-line bonded component. This occurred during use. There was no report of patient injury or medical intervention associated with this event. No additional information is available.